Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that they had a high blood glucose of 551 mg/dl. Customer took a 15 unit shot for high blood glucose. Customer got a no delivery alarm this morning but had been having issues since yesterday with insulin flow blocked alarm during basal. Assisted customer in performing a 5.0 unit fill cannula. Customer stated that, the insulin exited. Customer was able to remove infusion set at this time to test site portion of infusion. Customer stated that the cannula was not bent. Customer advised to reconnect tubing at quick release set and prime a 5u fill cannula. Results of prime was insulin exited. This morning the blood glucose was 80 mg/dl. Customer will monitor her blood glucose and advise customer to contact her healthcare professional if it continues to go up. The insulin pump will not be returned for analysis.